Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump alarmed for loss of prime; during a rewind load and prime sequence the pump load step did not detect the filled cartridge and pushed all of the insulin out of the cartridge. The patient confirmed not being connected at the time of this issue and there was no reported blood glucose excursion related to the issue. This report is made based on the allegation that the pump dispensed insulin during the load cartridge step.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction#: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up # 1 (B)(4) device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the pump was unable to detect the cartridge during the load cartridge step. The pump was opened and a component on the force sensor assembly was found to be misaligned.